Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachy pacing (atp) during an episode of supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.